Event description:
It was reported that customer did not have charging cable and charging supplies were no longer working. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies with delivery planned within two days, and no additional information was received regarding the outcome of the event.